Manufacturer narrative:
The reason for this revision surgery was reported as pain that the patient was experiencing after 3 weeks of patient use. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with the main component listed in the complaint. A review of the product complaint report history showed this is the first complaint against a part from this lot. The root cause for the patient's pain could not be determined with confidence from the information provided. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - due to the patient presenting 3 weeks after the initial surgery with pain in their shoulder. The surgeon went in and decided to take everything out from the previous surgery and replace them with a cement spacer.